Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed a hospital biomedical engineering test; "leakage for electrical safety test too high..." It was also reported that the keyboard was sticking out. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the programmer failed a safety test; the safety test was done, and the programmer passed. It was confirmed, however, that the keyboard was not attached. It was also noted that the power cord bay assembly latch was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.